Event description:
The customer reported to olympus the high definition lcd monitor had no image/ blackout. The reported issue was discovered during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with an unspecified delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image/ blackout due to a failure in the printed circuit board. Additionally, it was observed that the scope screws needed replacement due to wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (healthcare professional was inadvertently selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the indicated phenomenon was due to a failure of the printed circuit (g1) board, the cause of the failure of the printed circuit (g1) board has not been determined. Olympus will continue to monitor field performance for this device.